Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient, who was new to the device and on dialysis, experienced multiple high glucose alerts and had a blood glucose level over 400 mg/dl. The patient stated they had attempted to change their infusion set but were unable to get the luer connector to lock into place despite following the instructions and confirming that the cartridge had been inserted correctly with the piston rewound. The patient did not have additional supplies available and was unable to obtain more until the following morning. The patient chose to administer backup insulin therapy and planned to wait before attempting to reconnect to the device. No ketone testing was performed, and no medical intervention or immediate health effects were reported. Later, the patient reported having tried three different luer connectors from the same box, all of which were difficult to turn into the device. The patient anticipated running out of connectors before their next supply shipment, and a replacement box was arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.